Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is bent. The returned sample appears used. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and close. No more clips were remaining. The sample was disassembled to look at the internal components. Upon disassembly, no further damage was found to any internal components. Although the clip was able to properly load and close, the damage to the rotation tab could cause loading issues. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. No other defects or anomalies were observed. The device history review for the product auto end05 ml, lot # 73h1600173 investigation did not show issues related to the complaint. Other remarks: the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not loading" was not confirmed based upon the sample received. One device was returned. The device was found to have a bent rotation tab. Although the lone remaining clip was able to properly load into the jaws of the device and close, the damage to the rotation tab can cause loading issues. Therefore, a defect was confirmed even though the reported complaint issue could not be confirmed. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since the remaining clip was able to properly load, the damage to the rotation tab could lead to loading issues with the device. Therefore, based upon the observed damage, operational context caused or contributed to this event. Teleflex will continue to monitor and trend related events.

Event description:
The clips are not loading properly, the surgeon was trying to use the product for a laparoscopic cholecystectomy to secure the vessels but every time he loaded the clips they came out closed, not locked, in the applier jaw. Out of 2 separate units only 3 clips worked. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips are not loading properly, the surgeon was trying to use the product for a laparoscopic cholecystectomy to secure the vessels but every time he loaded the clips they came out closed, not locked, in the applier jaw. Out of 2 separate units only 3 clips worked. There was no patient injury.